Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy zilver biliary self-expanding metal stent. After deployment of the stent, the stent delivery system was withdrawn. During withdrawal, the tip of the stent delivery system lodged on the deployed stent. When the user pulled on the stent delivery system and it reportedly "snapped". A section of the stent delivery system separated and remained in the pt's body. This detached section was retrieved from the pt with forceps. The stent remained in position inside the pt. The pt did not require any add'l medical procedures due to this occurrence. The pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our lab eval of the product said to be involved confirmed the report of stent delivery system separation. A section of the inner catheter has separated at the connecting joint from the remainder of the stent delivery system. The detached section is approx 30 cm in length. Magnified visual inspection of the separated area confirmed the inner wall of the inner catheter tubing exhibited evidence of adhesive and was roughened properly during manufacture. Therefore, a mfg discrepancy or anomaly that could have contributed to the separation was not observed. The initial reporter indicated the distal tip of the stent delivery system became lodged on the deployed stent. Damage to the distal tip was confirmed during a visual exam. The nature of the damage (i.e. Small scratches on the tip and severe kinks in catheter near tip) suggests the distal tip became lodged on the cage(s) of the deployed stent. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the 12 month complaint history for this product family was conducted. The report of stent delivery system separation represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Conclusions: the info provided indicated slight resistance was encountered during advancement of the stent delivery system into position. If resistance was encountered during advancement of the delivery system, difficulty with stent delivery system removal after stent deployment is plausible. A caution located in the instructions for use advises the user to avert stent placement if the stent will not advance through the obstructed area. The damage to the stent delivery system tip observed during our lab eval suggests the tip became lodged on the stent after deployment. If excessive pressure was applied to the stent delivery system, perhaps in response to difficulty with removal after stent deployment, this could have contributed to separation of the inner catheter from the stent delivery system. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce reports of the distal tip lodging on the stent after deployment. This product was manufactured prior to implementation of this corrective action. The appropriate internal personnel have been informed of this occurrence in an effort to heighten awareness. The report of stent delivery system separation is an unusual occurrence. The likelihood of stent delivery system separation is rare. Customer quality assurance will continue to monitor for complaint trends.